Event description:
The customer reported a power supply malfunction. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a power supply malfunction. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module.